Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a hypoglycemic event. Patient's mother reported treating the low by feeding patient with jam and sugars. The patient's blood glucose (bg) numbers did not rise. Patient's mother transported patient to hospital. Patient was treated with a glucose shot. Patient's bg rose to 120 mg/dl. Patient was released several hours later when her numbers stabilized. There was no alleged device malfunction. Patient's mother stated that there was a low transmitter battery indication earlier in the day, but did not have time to call. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.